Event description:
Caller indicated the relion confirm meter was giving high readings. Cust got reading over 500. He did not feel any symptoms of high bg but took insulin based on the reading and shortly after he was having extreme symptoms of low bg, rechecked and was 26. He took appropriate action to bring his bg back up. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.